Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
Event occurred regarding a transpac IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip where it was reporter that device cannot infuse. The event was noted during infusion. There was patient involvement, but no patient harm.